Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of perforation, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion with mild calcification and no tortuosity in the left anterior descending (lad) coronary artery. A 3.0 x 23 mm absorb gt1 scaffold was implanted at 16 atmospheres (atm) successfully; however, a perforation occurred which required a graftmaster to treat the perforation. Reportedly, the patient outcome is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of cardiac tamponade, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5 x 12 mm xience alpine and 2.8 x 19 mm graftmaster referenced in are being filed under separate medwatch reports.

Event description:
The following additional information was received. After the perforation occurred, multiple attempts were made to balloon tamponade it; however, the perforation remained. Therefore, a 2.8 x 19 mm graftmaster stent was deployed to treat the perforation. This helped to decrease the amount of extravasation and perforation, but mild extravasation remained; therefore, a second 2.8 x 19 mm graftmaster was deployed with 1 mm overlap. During this time, pericardiocentesis was performed using a 5 fr micropuncture sheath. Improvement was noted in the patient's hemodynamics with the placement of pericardiocentesis drain and the graftmaster stents; however, post angiography revealed that the xience alpine stent had migrated, likely due to interaction when the graftmaster stents were deployed. Dilatation of the left main was again performed with a 2.5 x 12 mm trek balloon. A new 3.5 x 12 mm xience alpine stent was deployed in the ostial of the left main and post-dilated with a 4.0 x 12 balloon. Intravascular ultrasound (ivus) revealed excellent stent apposition. The pericardiocentesis drain remained in the patient and the patient was sent to the intensive care unit overnight for monitoring and if there was no change in the accumulation of fluid, the drain was to be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The date was filed incorrectly on the medwatch follow-up #1 as (B)(4) 2017, but should have been (B)(4) 2017.

Event description:
Additional information: a 3.5 x 12 mm xience alpine stent was implanted in the ostial left main artery prior to implanting the absorb gt1 scaffold in the mid left anterior descending artery.